Event description:
The customer reported that the system would display a filament regulator failed error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The service representative replaced the filament regulator, the battery charger, the generator interface printed circuit boards as well as calibrated the generator and the battery charger printed circuit boards. The system was tested and found to be working as intended and put back in service.